Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found with scratch marks/abrasions on the orange plastic section of the tube extension. As a result, the orange plastic beneath the laser marking was exposed. Tube extension scratch marks measured roughly 0.05¿ x .038¿. There was material missing. The complaint was confirmed by failure analysis.

Event description:
It was reported that during central processing, the monopolar curved scissors (mcs) instrument's distal tip adjacent to the orange surface was worn and scratched, exposing additional orange surface. There was no report of patient involvement. Isi followed up with the initial reporter and obtained the following additional information: the customer stated that the damage to the instrument was found in reprocessing. There was no report of arcing in the procedure used nor patient injury. No thermal damage was noted and no fragment fell into the patient.